Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reason. This ra lead was replaced with different model. No additional adverse patient effects were reported.